Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) printed circuit board assembly (pcba), and both invertor boards. The service engineer downloaded the latest software revision. The ventilator then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator screen became blank. There is no information regarding the patient being transferred to another ventilator. However, there is no report of death or serious injury associated with this event.